Event description:
It was reported that a break occurred resulting in additional intervention. A direxion catheter was selected for use to treat an endoleak in the lumbar artery. During withdrawal, the catheter was difficult to remove and ripped. It took one and a half hours to retrieve the broken part of the catheter from the patient. The patient may come back and get treated again. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR: the direxion microcatheter was returned to boston scientific for analysis. The device shaft was microscopically analyzed for any damage. The device showed multiple fractures and bends located on the shaft. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
It was reported that a break occurred resulting in additional intervention. A direxion catheter was selected for use to treat an endoleak in the lumbar artery. During withdrawal, the catheter was difficult to remove and ripped. It took one and a half hours to retrieve the broken part of the catheter from the patient. The patient may come back and get treated again. There were no patient complications.